Event description:
Caller reported that pump displayed reset screen unexpectedly. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.